Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the holter distal atrial catheter was not open and could not be flushed. Product in contact with the patient, no patient injury reported. The event led to 30 minutes surgical delay.

Manufacturer narrative:
Complaint sample was returned for evaluation: failure analysis - the catheter was visually inspected; and showed evidence of being used. When held up to the light it was noted that biological debris could be seen inside the catheter. The catheter was irrigated; an occlusion was noted. The complaint is confirmed. The catheter was cut in two and biological debris was confirmed blocking the catheter. The 2 catheter parts were irrigated again; biological debris was flushed out. The root cause for the issue ¿catheter not open and could not be flushed.¿ reported by the customer, is due to biological debris and protein build up occluding the catheter.

Event description:
N/a.